Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102 and failed a pulse test. The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pad was lifted from the pca. The monitor enclosure exhibited signs of physical abuse. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).